Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. D4: batch # 313c29. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil knife slot damaged and no reload present. No functional test was performed due to the condition of the device. Upon analysis, the jaws were open, the knife was noted to be partially deployed into the anvil. After further evaluation, the CT scan analysis showed a damaged anvil and knife. One of the knife wings has broken off and the knife wing was missing from the knife. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife and wing are consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 313c29, and no non-conformances were identified. Additional information was requested and the following was obtained: the home button was depressed, stapler would not open. The home button was depressed again and was able to open.

Event description:
It was reported that during an unk procedure, from the surgeon that he fired the stapler and the knife blade retracted, he could not get it open. Procedure was completed with new stapler without patient harm.